Manufacturer narrative:
Results: since the lot number involved was not available and any sample was not returned, the manufacturing records and process inspection records of 788 lots manufactured from jan. To dec. 2016 under item no. 367283 were reviewed. As a result, no abnormality which could be related to a malfunction of safety shield was found. Also, the release inspection records of the above 788 lots were reviewed and no abnormality was found on the safety shield breakaway force, sustaining force or security force. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(4). Results: it is unknown if a sample will be returned for evaluation. However, the manufacturing site in (B)(4) completed a no sample investigation. Since the customer did not provide a lot number for this incident, the manufacturing records and process inspection records of 788 lots manufactured from jan. To dec. 2016 under item no. 367283 were reviewed. As a result, no abnormality which could be related to a malfunction of safety shield was found. Also, the release inspection records of the above 788 lots were reviewed and no abnormality was found on the safety shield breakaway force, sustaining force or security force. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after obtaining a specimen, the rn attempted to close the safety feature on a 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection and infusion set with luer adapter, but the safety cover broke in half and the rn was stuck on her left 5th digit. The rn was seen by an md and had labs drawn.